Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#:(B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at the hospital by our field service engineer. It was reported that the ventilator failed pressure transducer test during pre-use check. The reported issue was solved by replacing the control printed circuit board pcb. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The received logs confirmed the reported problem at (B)(6) 2021 the root cause for the reported problem could not be determined.